Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the pediatric patient using the tandem mobi in modified closed loop experienced symptoms consistent with diabetic ketoacidosis (dka) while sleeping. Upon waking, the patient began vomiting, prompting the parent to call an ambulance. At that time, the dexcom mobile device displayed an "urgently low" alert, while fingerstick bg reading showed 400 mg/dl. The parents could not recall whether paramedics checked the sensor readings or performed a fingerstick test during transport, nor whether they reviewed or compared dexcom data en route. The patient arrived at the hospital at approximately 11:00 am. Upon arrival, the attending physician reviewed the dexcom data, which continued to show an "urgently low" alert, while a bg meter reading showed 423 mg/dl. The patient was treated with insulin and admitted for further care. The patient remained hospitalized for four days to rest and recover and was eventually discharged on (B)(6) 2025. The parents were unable to recall the exact time of discharge. At the time of reporting, the patient is doing well and in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. Upon arrival at the ER, patient's glucose was checked, and it was reportedly to fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.